Manufacturer narrative:
Insulin pump received with partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to display anomaly. Pump received with cracked keypad overlay at select button. Pump received with pillowing keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump's display was damaged. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.